Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has been emitting beeping tones for three months. The device was implanted 17 months ago.